Event description:
The customer reported that during an appendectomy, following use of an electrosurgical hand piece, a flame was noted on pt's right side. The flame was extinguished using operating room towels and water. Alcohol disinfectant had been used as the surgical prep due to pt's iodine tincture allergy. Pt sustained burns on right side, right thigh and inner left thigh. Burns were classified as 2nd and 3rd degree. Treatment of pt's burns unk at this time. There was an extension of hosp stay by 20 days. The surgeon also sustained minor burns on his hands due to his gloves catching on fire while attempting to extinguish the flame. Classification of and treatment of surgeon's burns unk at this time. Additional questions regarding this incident have been extended to site.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.